Event description:
During a routine cataract extraction procedure the pt reported they received a corneal burn in the operative eye. The pt required two unanticipated sutures to close the wound site. The pt is reported to be recovering fine.